Event description:
It was reported that the believed cause of the seizures was intraoperative medication.

Event description:
It was reported that the patient was just implanted with her first lead and generator and the patient is experiencing an increase in seizures following implant surgery. Normally patient has 3-4 seizures a week and is now having a seizure every 10 minutes while in recovery. The nurse did reach out to implant surgeon who stated that generator was in magnet mode so to swipe magnet. The magnet has been shortening the seizures but this frequency of seizure activity is unusual for patient and mother and nurse are concerned. The patient is being admitted to hospital overnight for observation. It was asked if the patient had in fact been programmed on and she stated that she did not know as the physician just stated that the generator was in mode 3 (most likely magnet) when the magnet is swiped and this should help with the seizures. No additional relevant information has been received to date.